Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that it used to take the patient half an hour to recharge the ins from 50% full, but now it took him a full hour. The patient also reported that he used to get 8 coupling bars but now it would drop down to 2. The patient stated that ¿he guesses¿ the level of the ins was dropping quicker as well. It was noted that the patient gained some weight which could have affected the pocket, but the patient reported the ins seemed secure and there were no changes that he knew of. The patient stated there wereno falls or trauma that occurred. It was reviewed that recharging time could be affected as a battery got older. The patient was to follow up with his healthcare p rofessional if the amount of time it took to charge the ins was still a concern. No symptoms were reported. Follow-up was conducted.